Manufacturer narrative:
Device labeling has been revised to include proper handling and use.

Event description:
The reporter stated, she cut her finger when breaking the control ampule for use. She wrapped the ampule with a paper towel prior to breaking. She squeezed the site, washed with soap and water, then used an antiseptic wipe and applied a band-aid. She called to request an msds sheet.